Manufacturer narrative:
Wang, p., shen, y., hou, a., wang, r. (2025). Impact of laser power settings on sexual and urinary outcomes in holmium laser enucleation of the prostate: a multicenter randomized controlled trial. Lasers in medical science, 40 (297). Https://doi.org/10.1007/s10103-025-04551-3.

Event description:
It was reported to boston scientific via an article published in the journal laser in medical science, that a prospective clinical trial study was conducted to compare the outcomes of holmium laser enucleation of the prostate (holep) with either high power or low power settings in sexually active men, using a versapulse powersuite console and slimline 550 fiber to treat benign prostatic hyperplasia. The outcome criteria addressed in this study, subject to comparison between the two groups of high or low power console settings, included erectile function preservation, safety, and alleviation of lower urinary tract symptoms. A total of 200 patients were treated with holep between january 2021 through june 2024 at one of the 3 institutions in china. Intra- and post-operative outcomes include 32 patients had intraoperative adverse events, 7 patients with minor capsular perforation, 32 patients with a bladder neck injury, and 11 patients requiring re-catheterization. At a 1-month postoperative follow-up, 12 patients had recatheterization, 8 patients had transient stress urinary incontinence, 11 patients had significant hematuria, and 14 patients had urinary tract infection. At a 6-month postoperative follow-up, 5 patients had a urethral stricture, and 3 patients had a bladder neck contracture. Additionally, patients with significant hematuria underwent hand irrigation of the catheter and/or continuation of bladder irrigation.